Event description:
Reporter is complaining of left breast pain and fear of her silicone implants. Reporter is currently a 34b cup which she likes the size of. She underwent a cosmetic augmentation mammoplasty with under the muscle silicone implants through an inframammary incision. She was an a cup pre-op. She states that the left side has always been a little more tender and has gotten much more tender in the last month or two. Her mammogram done two weeks ago does not show any evidence of cancer but shows a contour abnormality of the left side, possibly consistent with left rupture. The pt underwent two left breast biopsies in 1970 and in 1982 both benign. Examination: her breasts have grade ii ptosis with suprasternal notch nipple distance 22cm. Her left areola is 1cm larger than the right. She has tender full firm area of the left upper medical and lateral quadrants. She has bilateral grade iii capsular contractures. Her left breast is definitely more tender than the right. Her inframammary incisions are well healed. Impression & recommendation: she absolutely wants her implants out and does not want anything replaced. Discussed various treatment options and possible sequelae of removing implants and she understands she may be a little droopier and definitely flatter.